Manufacturer narrative:
The device was not returned for evaluation. An event regarding a revision due to a broken insert post involving a scorpio ps insert was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: a review of medical records was not performed as no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received and the device not being returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Ps insert revised due to post breaking off - no mention of any trauma. Patient presented with pain, surgeon revised and discovered posts sheared off of the ps insert.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Ps insert revised due to post breaking off - no mention of any trauma. Patient presented with pain, surgeon revised and discovered posts sheared off of the ps insert.